Event description:
During an arthroscopic shoulder procedure (slap) as the surgeon was deploying the twinfix ultra 2.8 titanium anchor and pulled the lever to disengage the anchor from the inserter, the suture eyelet along with the suture remained stuck inside the inserter. The stuck eyelet with suture came out of the joint and the broken piece of the anchor remained inside the patient¿s bone. Surgeon indicated the 1.8 mm spade drill bit was used for site preparation. A backup device was on hand to complete the procedure.

Manufacturer narrative:
Device evaluation: one delivery device was returned for investigation. The sliding ring, compression spring, and nose cone were loose on the device. Upon closer inspection, it was observed that the tabs that secure the nose cone to the handle are broken off. The tabs are assumed to have been present during manufacturing since proper assembly of the device would not be possible in this condition and would also be very detectable. This is most likely attributable to excessive external forces such as use of a mallet to extract the handle/inserter assembly. Further inspection revealed that a portion of the anchor hex remains inside the mating part of the inserter hex region. Under magnification, it is clear that the remaining piece is rotated out of alignment with the hex of the inserter itself. This is indicative of excessive localized torque being applied to that mating interface. According to the complaint description, proper hole prep was performed. There are no additional complaints on file for this manufacturing lot. Based on these observations, no root cause related to the manufacture of the device can be established. (B)(4).